Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of intrinsic atrial beats resulting in multiple episodes with inappropriate anti-tachycardia pacing (atp) device therapy and inappropriate device shocks. Therapy was not exhausted. It was subsequently discovered that the cardiac resynchronization therapy defibrillator (crt-d) device had flipped multiple times within the pocket which pulled the leads and caused all the leads to dislodge from the heart. As a result, the rv lead, this right atrial (ra) lead and the left ventricular (lv) lead were all explanted and replaced, and the crt-d device was repositioned and remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of intrinsic atrial beats resulting in multiple episodes with inappropriate anti-tachycardia pacing (atp) device therapy and inappropriate device shocks. Therapy was not exhausted. It was subsequently discovered that the cardiac resynchronization therapy defibrillator (crt-d) device had flipped multiple times within the pocket which pulled the leads and caused all the leads to dislodge from the heart. As a result, the rv lead, this right atrial (ra) lead and the left ventricular (lv) lead were all explanted and replaced, and the crt-d device was repositioned and remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Visual inspection of the lead body noted a twist with a bend in the insulation approximately 280 millimeters from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations. However, the observation of a twist with a bend in the lead body insulation is an indication of twiddlers syndrome (patient turning the device in the muscle pocket). This type of induced damage is due to a failure to follow product instructions.